Event description:
A literature report stated that after a procedure several eyes reported significant edema. Additional information has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Vol 36 no 2. Acta academiae medicinae zuny apr 2013. (B)(4).